Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic splenectomy, while stapling the spleen, the stapler with its loading units, was able to fire but the jaws of the device locked on tissue, it was removed by moving the instruments. Surgical time was extended for more than thirty minutes. The surgeon requested replacement of the items to complete the case. There was no patient injury.